Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence.tamdem technical support made multiple attempts to follow up with customer, but was unsuccessful.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.